Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: weight, bmi at the time of index procedure? On what tissue was the suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Were there any pre-existing signs/symptoms of active inflammation/infection prior to this surgical procedure? Were any pre-op cleansing procedures or products changed recently? If yes, please describe. Other relevant patient comorbidities/concomitant medications? Did the operating surgeon observe any suture deficiency or anomaly before, during the suture placement and/or during suture removal? What is physician¿s opinion as to the etiology of or contributing factors to this event? Were the symptoms resolved after suture removal? What is the patient¿s current status?

Event description:
It was reported that the patient underwent an debridement procedure on (B)(6) 2021 and the suture was used due to upper limb injury. On (B)(6) 2021, the patient experienced post-op erythema and inflammation on the spot where it was sewed. Removal of suture and re-debridement were given. And absorbable suture was used again for re-suturing. Additional information has been requested.

Manufacturer narrative:
Date sent to the FDA: 07/27/2021. The device history records reviewed, and no issue found. The following information was requested, but unavailable: the patient demographic info: weight, bmi at the time of index procedure? On what tissue was the suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Were there any pre-existing signs/symptoms of active inflammation/infection prior to this surgical procedure? Were any pre-op cleansing procedures or products changed recently? If yes, please describe. Other relevant patient comorbidities/concomitant medications? Did the operating surgeon observe any suture deficiency or anomaly before, during the suture placement and/or during suture removal? What is physician¿s opinion as to the etiology of or contributing factors to this event? Were the symptoms resolved after suture removal? What is the patient¿s current status? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.